Event description:
During follow-up, the device was unable to be interrogated. The issue will be resolved by explanting and replacing the device. The patient was in stable condition and experienced no adverse health consequences.

Event description:
During follow-up, the device was unable to be interrogated. The issue was resolved by explanting the device. The patient was in stable condition and experienced no adverse health consequences.

Manufacturer narrative:
The customer complaint of the inability to interrogate the device was confirmed. The device was received with battery voltage having reached end of life (eol) level due to normal battery depletion and in line with projected longevity. As the battery was reaching eol, it could not support telemetry and interrogation. Diagnostic imaging scan showed no anomaly and after removing the original battery and powering the device from an external source it showed the drain current was within expected range. Further analysis performed indicated the device exhibited normal device characteristics with normal battery depletion.